Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a severe allergic reaction to the original non- bsc adhesive placed on the skin after the permanent implant procedure. The patient was prescribed medications for the allergic reaction. The patient underwent a revision wherein the ipg was relocated by the physician to prevent infection. The patient was reportedly doing well postoperatively.